Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0ydtg, implanted: (B)(6) 2016, product type: lead. Country: (B)(6).

Event description:
The consumer via a manufacturer representative reported that the patient had post-operative pain at the lead location. The patient responded well to the implanted electrode in the test phase. After implantation of the generator, the patient no longer felt stimulation and when they increased the voltage they began to feel pain. All initial symptoms returned. There was no apparent problem that led or contributed to the issue. The troubleshooting performed was that they had tried various settings, but without success. An "rx" was made to see the displacement of the electrode, which was not observed in the image. The issue was not resolved at this time. No medical or surgical intervention was needed to prevent permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. It was further reported that the patient continued with fecal incontinence and they were trying to control it with conservative therapy. The health care provider (hcp) suggested implantation of a new electrode to solve the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.